Event description:
Medtronic received information from a literature article regarding the outcomes of alternative-access transcatheter aortic valve replacement (tavr) compared to transfemoral tavr. All data was collected from a single center between january 2006 and january 2019. Of the 2,446 patients included in the study population (predominantly male; mean age (B)(6); (B)(6), 131 underwent either alternative-access or transfemoral tavr with a medtronic transcatheter valve system. The medtronic corevalve system was reported to have been used for two patients who underwent transaxillary-access tavr. No other medtronic tavr brand names were disclosed, nor were any unique device identifier numbers provided. Among all patients included in the study population, 27 in-hospital deaths occurred. No statement was made indicating a causal or c ontributory relationship between medtronic product and the deaths. Medtronic transcatheter valves may have been associated with the following adverse events: new permanent pacemaker implantation; permanent stroke; reoperation for bleeding, tamponade, or unspecified valve dysfunction; prolonged ventilation; atrial fibrillation; sepsis; and mild to severe aortic regurgitation. Medtronic delivery catheter systems may have been associated with the following adverse events: distal embolization requiring surgery; minor distal embolization treated with embolectomy and/or thrombectomy; unplanned endovascular stenting or surgical intervention; lower-extremity ischemia; major or minor access-site vascular injury; major or minor vascular complication; apical pseudoaneurysm; ultrasound compression of pseudoaneurysm; aortic dissection; aortic rupture; annular rupture; left ventricular perforation; and blood product transfusion. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: kindzelski b, et al. Evolution of alternative-access transcatheter aortic valve replacement. An thorac surg. (B)(6) 2021;112 (6):1877-1885. Doi: (B)(4). Epub (B)(6) 2021. Presented at the poster session of the fifty-sixth annual meeting of the society of thoracic surgeons, (B)(6), (B)(6) 2020. Earliest date of presentation used for date of event. Medtronic products referenced: corevalve (PMA# (B)(4), product code (B)(4)), ¿medtronic transcatheter aortic valve replacement device¿. Corevalve used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.